Event description:
The customer reported the quality of the image from the subject device did not allow for an accurate visualization of the subject during an unspecified procedure. The customer stated there was no impact on the procedure or patient but the problem could lead to the risk of a delay or diagnostic error. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found noise occurred and no image was displayed. This report is being submitted for the malfunction found during evaluation (no image).

Manufacturer narrative:
During inspection and testing, service found noise occurred and no image was displayed due to a kink on the cable unit. In addition, the device was not water tight due to a kink and scratches on the cable unit due to physical/chemical stress and there was damage on the camera unit due to physical/chemical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, reproduction of phenomena ¿image noise occurs, and the image was not displayed¿, were confirmed and it was found that the image was not displayed due to a cable failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.